Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014, due to wear of the acetabular liner and anteversion of the acetabular cup. During the revision procedure, the femoral head, acetabular cup and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effects states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity" and "wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07078 & 07082).